Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d1, d2, d4, d6a, d6b, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported rupture. The device has been explanted and replaced. This relates to the left side.